Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the tip of the waveguide had fractured and disengaged. The broken piece was not returned. The device had been soiled, indicating that it had been used. The troubleshooting found the assembled device returned a green light, produced a welcome tone, and immediately alarmed when activated. It was reported that the device received a red light and would not activate prior to use. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the waveguide was found to be broken. The product analysis noted evidence that the device was not used as intended. This issue can occur if the titanium waveguide became cracked from continued use after it may have come in contact with a metallic object. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device stopped working. Error tones were heard or red lights was also observed. Another battery was installed onto the handpiece. There was no patient involvement.